Event description:
Received info regarding air bubbles coming from the cartridge into the luer lock. Customer stated blood glucose level elevated to approximately 190 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.